Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on 10/17/2017, 10/18/2017, 10/19/2017 and 10/20/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 180 mg/dl and 178 mg/dl using truemetrix meter. The customer was concerned that the results were high. The customer's expected fasting blood glucose test result range is 90 - 129 mg/dl. At the time of the call, the customer reported symptoms of shakiness and increased thirst. Customer stated they would follow up with physician in regards to the symptoms. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 180mg/dl date: (B)(6) 2017 time: 6:16pm fasting. Result 2 : 178mg/dl date: (B)(6) 2017 time: 6:09pm fasting. Result 3 : 90 mg/dl date: (B)(6) 2017 time: 10:30am fasting. Result 4 : 135mg/dl date: (B)(6) 2017 time: 11:22pm not-fasting. Result 5 : 129mg/dl date: (B)(6) 2017 time: 06:57pm fasting. Customer denies the need for medical attention at the time of call customer did state they have shakiness and increased thirst. Customer states they have recently started taking prednisone.